Event description:
It was reported that the device had an error code 133.6080. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: the report of the error code 133.6080 event was confirmed during log review; however, the error was not reproduced during laboratory testing the event was reported to have occurred on (B)(6) 2024. Time of event was not reported. The suspect pcu was powered on in the ¿as-received¿ condition, the pcu powered on successfully with no issues noted. Subsequently, the pcu was power cycled twenty (20) times to check for any errors or alarms, the reported code was not reproduced. The suspect pcu was then connected to the ac power for twenty-four (24) hours to fully charge it. The following day, the same test was made to the pcu, power cycling the suspect pcu twenty (20) times. No issues were noted. A review of the error log on the suspect pcu showed no errors occurred on the day of the reported event, however, the error 133.6080 was observed to have occurred three (3) times prior the reported date from (B)(6) 2024 to (B)(6) 2024. A review of the pcu battery logs showed the battery completely discharged on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024, the dates of the reported errors. There was no patient involvement. The bd alaris pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per service bulletin 592a, the pc unit is shipped with the battery in a discharged condition. Before the pc unit is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. This ensures proper battery operation when the alaris system is first set up for patient use. Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. The battery should be fully charged (16 hours) at least once per year to prevent leakage and deterioration in performance due to self-discharge. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. The battery should be replaced every 2 years by qualified service personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.